Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test and a reduced battery life. Blood glucose level at the time of the incident was 184 mg/dl. The caller reported that the battery cap appeared to be corroded. The customer's mother also reported that the customer was recently hospitalized due to a blood glucose level of 53 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery tube spring noted. Unable to perform functional testing due to blank display. Unable to verify failed battery test alarms, battery out limit alerts and low battery alerts due to blank display. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.